Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high and the ketone level was moderate. The cause was not known. Insulin injections were administered to address the high bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.